Manufacturer narrative:
(B)(4). The infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. We requested photographs of the reported damaged parts but to date no response has been received. Our investigation is therefore based on information provided by the customer and our knowledge of the product. The customer had reported that the warmer head was cracked. Given the age of the infant warmer (10 years old), it is likely that the reported cracking of the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The customer had also requested a replacement harness, but had not mentioned any fault with the harness. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Degradation of the heater element leading to open circuit is usually the result of normal aging failure. After 10 years of use it likely that the harness is simply worn out and in need of replacement. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. An infant warmer head case replacement kit and a harness spares kit was sent to the customer in order for the biomed to repair the subject warmer unit. Not returned.

Event description:
A hospital in (B)(4) reported that an iw980 wall mount infant warmer had a cracked heater head and that they also required a replacement harness. No patient consequence was reported.